Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 196 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on electrical board particularly around the aa battery connector, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. There's also a horizontal crack where the battery threads are located. The thin plastic strip located above the lcd display is missing. Finally the keypad overlay is peeling in the upper right hand corner.